Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead noted that no anomalies were found. The lead was returned with the helix fully extended, blood and tissue on it and the distal conductor distorted within the connector. Deformation/fracture in 5 cm proximal section of the inner coil, extension problems. Apparent explant damage.

Event description:
It was reported that during implant attempt, the helix broke. Too many turns. The device was not used. There were no patient complications reported as a result of this event.